Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the audible beep signal in the infusion device was no longer functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.